Event description:
Additional information received indicates the ipg was replaced due to the ipg no longer communicating with external devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced for an unknown reason.